Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, there was an unknown proglide device failure. In addition, when attempting to remove the proglide device there was difficulty re-inserting the guide wire into the proglide device; however, the guide wire was able to be re-inserted and advanced into the proglide device. The proglide was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions : per the instructions for use - while maintaining device position, stabilize the device with your free hand (the one not used to deploy the device) to maintain the gentle retraction and to ensure the device does not twist or move forward during deployment. Use your other hand to deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Do not use excessive force or repeatedly push the plunger assembly. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficult to insert guidewire was unable to be confirmed. Analysis of the returned product indicated the deployment steps were performed out of sequence, resulting in no needle to cuff engagement. The reported unknown failure was determined to be associated with user error. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the guidewire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.